Manufacturer narrative:
The field service rep determined there was a defective valve solenoid, as it was not opening and closing allowing cleaner to remain in the probe. He replaced the valve and the liquid level cables.

Event description:
The user received discrepant results for two pt samples just prior to analyzer alarms and performing maintenance. Sample 1 initial bicarbonate result was 70 mmol per l, repeat result was 20 mmol per l. Sample 2 initial calcium result was 1.2 mmol per l, repeat result was 8.5 mmol per l. Per the user, there were no sample result turned out.